Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure that the tissue pad came off. The fallen pad was removed. Another device was used to complete the case. There were no adverse consequences to the pt.